Event description:
At approximately 1:45am the advocate realized there was something wrong with his wife and gave her 1 tablespoon of sugar. He waited 15 minutes and she was still not responding properly, so he gave her another tablespoon of sugar. Fifteen minutes later, she sat up. He attempted to take her blood glucose with the contour next link but received repeated messages to insert a new strip. With a new bottle of strips, her blood glucose reading was 44mg/dl. Medical intervention was not required. By later that morning, the customer had improved. Product was not expected to be returned and it was not replaced. Only the meter information was provided.